Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photos of the device have been received; evaluation yet to begin. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "infectious process".

Event description:
Healthcare professional reported right side pain in the breast and hardening for five months caused by capsular contracture, baker grade iii, small folds of accommodation, MRI showed faint uptake by the prosthesis capsule and aspects suggesting an inflammatory and/or infectious process," benign looking calcifications, and "high risk of anaplastic lymphoma". The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ infection (unknown onset)-breast: unable to observe since it is not related to the device. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. ¿ calcification-breast: not observed. ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. ¿ creases/folding of implant-breast: not observed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ local reaction-breast: unable to observe since it is not related to the device. ¿ edema-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side pain in the breast and hardening for five months caused by capsular contracture, baker grade iii, small folds of accommodation, MRI showed faint uptake by the prosthesis capsule and aspects suggesting an inflammatory and/or infectious process," benign looking calcifications, and "high risk of anaplastic lymphoma". The device has been explanted.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 14mar2024.

Event description:
Healthcare professional reported right side pain in the breast and hardening for five months caused by capsular contracture, baker grade iii, small folds of accommodation, MRI showed faint uptake by the prosthesis capsule and aspects suggesting an inflammatory and/or infectious process," benign looking calcifications, and "high risk of anaplastic lymphoma". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported right side "pain and hardening for 5 months" and "faint uptake by the prosthesis capsule and aspects suggesting an inflammatory and/or infectious process". Healthcare professional later reported "high risk of anaplastic lymphoma" and "capsular contracture baker grade iii", "small folds of accommodation", "pain, swelling and breast tightening", "benign looking calcifications" confirmed via MRI and ultrasound. Healthcare professional later reported "pain in the breast, redness, heat and discharge from the nipple". Device has been explanted.